Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gynecological open procedure, while the surgeon was passing the needle through tissue, the needle broke. All parts of it were recovered. They opened a new suture and used it to complete the case. There was no patient injury.